Manufacturer narrative:
Follow-up received on 11-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and some time after insertion started experiencing punctures on the pelvic area. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Although her doctors did not relate the event to the implant, given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in spain on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2013, for contraception. The consumer's concurrent condition included autoimmune hypothyroidism, allergy to pollen, and mite allergy. Consumer reported that some time after insertion, she started experiencing punctures on the groin and on the pelvic area. After many medical appointments they do not relate the events to the implant. Since some months prior to this report, she has been experiencing hip pain and the punctures increased so that she was unable to walk and sleep. Her current health state was reported as worsening. The outcome of the events was not recovered / not resolved. She received treatment (not specified) and had gone to emergency services. All events were considered related to essure by the consumer. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and some time after insertion started experiencing punctures on the pelvic area. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Although her doctors did not relate the event to the implant, given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.